Event description:
Regulator seals that come with e cylinders of oxygen are cracking after being placed under pressure making a loud popping noise and allowing high pressure oxygen to escape. This is a hazard.